Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's senior diabetes clinical manager reported that the customer passed away; secondary to low blood glucose. No further details were provided. Unsuccessful attempts were made to contact the next of a kin. A customer call back request letter was sent. As of (B)(6) 2017, there have been no call backs.